Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "deflation" against right device. The device remains implanted.

Event description:
Patient reported and healthcare professional confirmed "deflation" against right device. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, d9, g2, h3, h6.

Event description:
Patient reported and healthcare professional confirmed "deflation" against right device. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, opening device on the valve bond edge side assessed as unidentified (tear) opening. Additional observations: ¿ creases are observed. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: h3, h6.